Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a crack on the plastic distal end cover. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed: in addition, the following reportable malfunctions were found during the device evaluation: forceps elevator has foreign material. For the foreign material at forceps elevator malfunction a definitive root cause was not identified nor the foreign material type, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the reprocessing that could not be conducted properly due to leakage from biopsy channel. For the distal cover cracked malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to physical stress that was applied to distal end while the device was handled by the user. For the foreign material at forceps elevator malfunction the event can be prevented by following the instructions for use which state: the user may detect the event by handling the device according to the following IFU. - inspection of the endoscope the user may reduce/prevent occurrence of the event by handling the device according to the following IFU. - leakage testing for the distal cover cracked malfunction the event can be prevented by following the instructions for use which state: - inspection of the endoscope the user may reduce/prevent occurrence of the event by handling the device according to the following IFU. - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.